Manufacturer narrative:
The device was returned for analysis. The sheath assembly was observed cut. Impedance and image test could not be performed due to the condition in which the device returned. Initial reporter city: (B)(6).

Event description:
Reportable based on device analysis completed on (B)(6) 2021. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The lesion was predilated with a 2.50 x 20mm maverick balloon catheter. The opticross ic was introduced for visualization, however, while the device was inside the patient, no image appeared. The device was removed and the procedure was competed with another of the same device. There were no patient complications and the patient condition was stabilized.